Event description:
It was reported that during the post implant interrogation, the device showed oversensing on the atrial and ventricular channels, resulting in pacing inhibition. It was also reported that about six hours later, the device was explanted and replaced. During the pre-explant interrogation, the message in the observation field read "battery voltage not measured." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned from the field at implant for oversensing issues in both the atrial and ventricular chamber. Functional testing at the returned products lab found no issues. Additional testing did not note or cause the device to oversense at any time. The device functioned nominally during sense threshold testing. The analysis was stopped at this point with the oversensing condition unconfirmed.